Event description:
Pt admitted for angioplasty of the right renal artery with stent placement. Palmaz stent (#1) was mounted over a 7-mm balloon catheter, advanced and deployed. Stent appeared to migrate distally during deployment. Stent (#2) advanced with resistance. Second balloon catheter was partially withdrawn, however, stents appeared to interlock and move in unison out of the right renal artery. Stents were surgically removed.